Event description:
On (B)(6) 2009, the following information was provided to cook endoscopy: during an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook endoscopy fusion omni-tome sphincterotome. The cutting wire came loose from the distal tip of the catheter. The sphincterotome was removed from the endoscope and the procedure was completed. No section of the device remained inside the patient's body. At this time, the information provided did not reasonably suggest that full detachment and separation of any part of the sphincterotome had occurred. On (B)(4) 2009, the device was returned for evaluation. Upon evaluation, we confirmed the cutting wire securing component had separated from the catheter at the distal end. A section of the cutting wire securing component (approximately 3mm in length and 0.5mm in diameter) has broken and detached from the device. The detached portion of the cutting wire securing component was not included in the return. The location of the detached section is unknown. It is possible the cutting wire securing component fully separated when the user was packing the sphincterotome for return. However, this report is being provided out of an abundance of caution. Our laboratory findings were communicated back to the initial reporter. The details collected thus far indicate a section of the device did not remain in the patient's body. No additional medical procedures were required due to this occurrence. The patient did not experienced any adverse effects due to this observation.

Manufacturer narrative:
The information in this report was provided to us by the cook facility in (B)(4) on behalf of a medical facility in (B)(6). (B)(4). Evaluation: our laboratory evaluation of the product said to be involved confirmed the cutting wire securing component has separated from the catheter at the distal end. A section of the cutting wire securing component has broken and detached from the device. The broken portion was not included in the return. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. We could not conduct a review of the device history record or conduct a sample test from this lot because the lot number was not provided. After a review of the account ordering and shipping history, the lot number could not be determined. A review of twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is remote. Conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Separation of the cutting wire securing component from the catheter and component breakage can occur if the tip of the sphincterotome is over flexed. The instructions for use caution the user not to over flex or bow the tip beyond 90 degrees, as this may damage the sphincterotome. This type of damage can occur if the distal end of the catheter is shaped manually. This sphincterotome catheter is pre-curved and is provided with a pre-curved stylet in the distal tip of the catheter. This obviates the need for manual formation. The instructions for use contain the following comment: "note: do not apply manual pressure to tip or cutting wire of the sphincterotome to influence orientation, as this may result in damage to device." If the elevator of the endoscope remains in the closed/up position when retraction of the sphincterotome is attempted and additional pressure is applied, this could have contributed to breakage of the cutting wire securing component. The instructions for use caution the user the elevator should remain open/down when advancing or retracting the sphincterotome. This activity will aid in device preservation. Other factors that can contribute to this occurrence include manipulating the handle with the catheter in a coiled position or with the pre-curved stylet inside the cannulating tip. The instructions for use advise the user to uncoil and straighten the sphincterotome upon removing the device from the packaging. The user is then instructed to carefully remove the pre-curved stylet from the cannulating tip. The instructions for use contain the following comment: "note: do not exercise handle while device is coiled or pre-curved stylet is in place, as this may cause damage to sphincterotome and render it inoperable." Prior to distribution, all fusion omni-tome sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. The functional test includes bowing the sphincterotome to ensure the distal end responds to handle manipulation. Corrective action: the complaint risk priority number (crn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no corrective action is warranted at this time. The likelihood of this type of occurrence is remote. Customer quality assurance will continue to monitor for complaint trends.